Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the bolus button was found to be missing. All buttons were found to be responding to presses; the keypad was removed and contamination was observed under the button contacts.

Event description:
On (B)(6) 2011, it was reported that on (B)(6) 2011 between 3:00 am and 3:00 pm, the patient suffered a hypoglycemic event. The patient noted she did not wake up to her alarm at 7:00 am and slept till 3:00 pm. At that time, the patient experienced the symptom of disorientation, and she administered self-treatment with food. At approximately 3:30pm, after eating, the patient tested her blood glucose level to be 57 mg/dl. The patient's subsequent blood glucose readings were 78 mg/dl and 150 mg/dl. She did not seek any medical attention. The patient noted that when she woke up, she discovered she was disconnected from the pump. Troubleshooting revealed the patient's technique was correct, the basal setting was correct, all basal/bolus totals correctly matched those programmed, and the patient reported no unexplained boluses. The technical support representative was unable to complete troubleshooting of the pump. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the insulin pump, and received treatment with food. Therefore, this complaint is being reported.